Event description:
It was reported that the patient experienced a warm sensation in and around the implantable neurostimulator (ins) pocket during recharging since implant. It was noted that the patient would charge for "about an hour" and was only getting "two point reading, then it disappeared, never getting all eight point." The patient reportedly leaned against a pillow when recharging. It was noted that the recharger device with the screen was getting hot too so she was advised to not lean against the pillow as it could blow air flow on the recharger. It was noted that the recharger and desktop charger were both getting hot. It was noted that the anomaly appeared to have occurred through product use. No patient harm was indicated. Additional information received four days later reported that the patient received her new recharger and was doing well. If additional information is received, a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID 37751, serial# (B)(4), product type: recharger; product ID 37761, serial# (B)(4), product type: recharger; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).